Manufacturer narrative:
Pending device return for analysis and follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per the instructions for use of the device, catheter fracture is a known risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent reported that a catheter revision was performed due to a fractured catheter. The catheter fracture was identified during a dye study.

Event description:
Agent reported additional information. Agent stated that the patient had increased pain prior to the physician ordering the dye study. An escalated dose of medication didn't reportedly help the patient. Agent also confirmed that upon explant, nothing was noted on the catheter. Agent stated that the patient is doing really well now, and it is possible that the dye study was a false positive. It was also possible that the dose maybe still wasn't high enough.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, identifying an issue. Analysis of the 94.5 cm section of returned catheter concluded the catheter was occluded and not patent with air or swi. No leak or fracture was observed. The observed occlusion was 69.25 cm from the proximal end. The cause of the occlusion could not be determined. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).